Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis but the reported inflation issue could not be confirmed. The balloon was able to be inflated with no anomalies noted. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-calcified, chronic totally occluded, left anterior descending (lad) artery the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation but the balloon did not inflate. A different 2.0 x 15 mm mini trek bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.